Event description:
A nondelivery on the secondary line. The pump was delivering an unspecified solution at an unspecified rate on the primary line. The rn entered the patient's room to start an unspecified antibiotic. She reportedly programmed the secondary line to deliver a 50ml vtbi (volume to be infused) at a rate of 125ml/hr. After the control knob was turned to run, the device reportedly continued to deliver from the primary line at the previously programmed primary rate. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.